Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she has had 4 surgical revisions for the ins to move it to a different location. Patient stated that after her ins was implanted, it felt like her ins was moving, which caused discomfort. Patient states it was then determined that there was an ins "placement problem." Patient added, "I don't know what's wrong. I don't know if it's my body or what I'm doing, but it seems like after a while, every so often, the device itself moves and it becomes severely uncomfortable." Additional information was received from the hcp (healthcare professional) on 2019-oct-10. A nurse at the hcp office reports the first revision was (B)(6) 2018. Chart notes indicated that device was too superficial causing pain and was repositioned in a deeper pocket. When asked the weight and whether there were any unique patient anatomy issues related to the pocket revisions the nurse declined to provide private patient information and did not know cause of the pocket revision. The other revisions are reported is separate regulatory reports. There were a total of 3 revisions, and the nurse suspects the 4 surgery the patient referenced was the initial implant. No further complications were reported or are anticipated.

Manufacturer narrative:
Event date is approximate, a little while after implant in (B)(6)2016. If information is provided in the future, a supplemental report will be issued.